Event description:
Customer reported the screen on the insulin pump was cracked. Customer's blood glucose was 147 mg/dl. The crack is on the right side of the reservoir chamber and another on the bottom of display screen. Customer was unaware of how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with cracked display window, cracked case at display window corners, cracked reservoir tube lip.